Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device not returned.

Event description:
It was reported that patient underwent a procedure on (B)(6) 2016. During preparation of the cement mixture, the monomer would not release into the cylinder. No further information was provided.